Event description:
The following has been reported: the tubing was locked in the pump and they could not remove it. A preliminary review of the device log files identified processor hardware failure (powerprocessor). The device was returned for evaluation. Upon return, the pump performed mock infusion without error. Log files indicate sensor hardware failure (set ID sensor). Performed set ID admin test and unit passed. The pump was run through the secondary channel at a rate of 1000 ml/hr for a total of 10 hours immediately followed by a rate of 14 ml/hr for an additional 6 hours through the primary channel and no problem arose. Reporting as a conservative measure due to the set ID issue identified during investigation. No adverse effects were reported.